Manufacturer narrative:
(B)(4). Date sent: 02/03/2021. D4: batch # u5cw0t. H6: component code = mechanical (g04). Device analysis: the analysis found that one pve35a device was returned with no apparent damage and without reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. No difficulties to open or close the device were noted. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracic procedure on the first fire, the blade advanced, cutting and stapling occurred, but the blade would not return. The reverse button was tried and it did not work. The manual override was used to return the blade and open the jaws. The procedure was completed with a competitor device with no patient consequences.